Event description:
The customer reported that there was no power to the system and the doghouse displayed a stator error message. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.